Event description:
The 110-4l catheter used with a licox system was giving negative numbers for icp readings immediately after insertion. The catheter was zeroed with no problem. The 110-4l catheter was replaced into the same licox bolt system and the replacement worked as expected. The product was discarded by the user facility and was not available for return.